Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on 3 of 3 attempt. A review of the procedure logs did not indicate that a monopolar instrument was used during this case.

Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) base of the tip was found to be melted. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: thermal damage was found after cleaning and prior to sterilization. The instrument was not inspected for any damage prior to reprocessing. It was unknown if there was any damage or anything out of the ordinary. It was unknown that after the completion of this procedure the instrument was inspected for any damage, whether the instrument collide with any other instrument or tool during the procedure and if there was any arcing observed during procedure.